Manufacturer narrative:
The insulin pump was received with no button response due to act, escape, up arrow and down arrow buttons were flat button dome. The connector was inspected and locked on the lcd board. No ramping numbers on the display and no audio or beep anomaly noted. Unable to perform displacement test, rewind, basic occlusion test, prime, excessive no delivery test and occlusion tests due to keypad unresponsive. Unable to confirm the sensor anomaly due to keypad unresponsive. The insulin pump had cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels and keypad anomaly. Customer's blood glucose level was in the 500 mg/dl range. Troubleshooting for keypad anomaly was performed. Customer advised the up and down buttons were hard to press. Customer advised they used their finger nails to press down at the tip of the arrows to get the buttons to respond. Customer advised the numbers would start to move slow and then move fast with the up and down arrow button. Customer advised they experienced sensor issues and were bleeding at the site. Customer advised they fell three times but did not recall if the insulin pump hit the ground.